Manufacturer narrative:
One interference peek wire from a hat-trick mtp bilateral procedure pack was returned for evaluation. Visual assessment of the device showed no abnormalities. Dimensional inspection confirmed it met print specifications. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
No information is currently available regarding the device(s) alleged to be the source of the patient's issues. The only information the patient could provide was that they were smith & nephew products. This has yet to be confirmed. (B)(4).

Event description:
It was reported by the patient that the patient underwent plantar plate tear and hammer toe surgery about a year ago. Patient states that the pain never went away and some 2 months ago developed a small bb size bump where the screw went in. According to the patient the bump got bigger and became an abscess then the screw came out.